Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was causing pain. The patient was admitted to the hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was causing pain. The patient was admitted to the hospital. Additional information was received that the patients scs device was no longer effective. The patient will undergo an scs system explant procedure.